Event description:
It was reported by svc report that the retaining post on the cot was loose. The customer could not determine if there was pt involvement; however, no adverse consequences were reported.